Manufacturer narrative:
H.6. Investigation summary: three representative samples were returned for investigation. The representative samples were subjected to visual inspection and separation force functional test. The representative samples passed the acceptance criteria. No abnormality was observed. No abnormality observed after activation. The needle is able to be contain within the safety mechanism. The needle cap was removed to measure the needle hole dimension and straightness. The needle hole dimension and straightness are within the acceptance criteria and there is no possibility of needle being stuck in the needle hole channel that could cause incomplete activation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: unable to confirm the customer experience based on samples returned. H3 other text : see section h.10.

Event description:
It was reported that the safety mechanism is difficult and needle is not retracting with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from polish to english: the needle cannot be removed or does not hide, which hinders the work and can be the cause of exposure and several times prick to the skin the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism is difficult and needle is not retracting with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle cannot be removed or does not hide, which hinders the work and can be the cause of exposure and several times prick to the skin the patient.